Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, testing of the pt's device at the clinic showed electrode anomalies. The results of an integrity done in '07 were consistent with the clinics testing. The anomalous electrodes were deactivated in the pt sound processor program. The pt's performance with the cochlear implant system was stable. The results of repeated testing done at the clinic in 2008 were consistent with normal receiver/stimulator function, and an increased number of electrode anomalies. Explant/reimplant surgery is scheduled.